Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer could not really concentrate on troubleshooting because it was not really a good time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. W, therefore, consider this report complete to the best of our knowledge.